Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the vad coordinator stated that the (B)(6) female patients death was due to worsening hypoxia and hypotension. No autopsy was performed. The hvad pump ((B)(4)) remained implanted post-mortem and was not returned to the manufacturer for evaluation. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to this type of event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation.

Event description:
It was reported from the united states that the vad coordinator stated that a (B)(6) female patient death was due to worsening hypoxia and hypotension. No autopsy was performed. The device remained implanted post-mortem and was not returned to the manufacturer for evaluation.